Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer declined troubleshooting and awaiting replacement device. Customer's blood glucose level was 182 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.